Event description:
Received info via email. The pt reported successful contact lens wear for 17 years. The pt reported experiencing "infections and ulcers." The pt wrote that medical attention was received and the pt wore spectacles for 2 weeks then experienced a recurrence of the "infections and ulcers." The pt denies sleeping in or overwearing the lenses. The pt has resumed contact lens wear. The pt has not responded to numerous replies to the email and no other contact info was provided. This event is being submitted as a reportable injury. As a corneal ulcer may or may not be a serious injury, this event is being reported as a worst case due to limited info available.

Manufacturer narrative:
Device labeling single use or reuse.